Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the foley catheter during pretest.

Event description:
It was reported that it was difficult to deflate the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Potential root cause for this failure mode could be ¿irregularity in rtv application. Balloon not centered on inflation notch¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. Or urological use only. Valve type: use luer slip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d,g, h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected